Event description:
The manufacturer received info alleging the ventilator was making a low whining sound. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a failure of the blower motor was observed. The device's blower motor was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).